Manufacturer narrative:
Section d4. Primary UDI number has been updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with cardiomyopathy, with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, purge fluid blockage was noted (<2 ml/hour) with purge pressures increasing to greater than 1000 mmhg. The purge cassette was changed by the nurse, but there was no improvement in purge fluid flows. The rn and pa discussed the issue with the impella representative and were advised to follow the protocol using tpa in the purge fluid to resolve the issue. Tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor, and there was no impact on the patient. Overnight, both the rn and patient reported that a hematoma appeared at the insertion site, approximately the size of a baseball or tennis ball. The patient stated it was painful but did not radiate. Both rn and patient confirmed there was no strenuous activity prior to the hematoma appearing. No alarms were noted by the rn, and no active bleeding was observed at the incision site. The md was made aware of the new hematoma, and the current plan was to monitor the site. The patient was brought to the or for lvad placement. The pump functioned as intended and the patient survived to explant.

Manufacturer narrative:
B5 updated with additional information . D6b explant date provided . H6 health effect - clinical code updated based on additional information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Purge fluid blockage less than two milliliters per hour, with purge pressures increasing to greater than 1000 were noted. The purge cassette was changed by the nurse with no success in improving the purge fluid flows. The registered nurse and physician's assistant discussed the issue with the impella representative and they were advised to follow the protocol using tissue plasminogen activator (tpa) in the purge fluid to resolve the issue. No patient harm was reported. Additional information was received. The tpa did indeed resolve the high purge pressure.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial) the cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis indicating a gradual rise in purge pressure and clinical details noting that tpa resolved the purge issue.